Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing was detached from the connector on (B)(6) 2023 during the night while sleeping. The issue occurred with 10 infusion sets used for one day. Moreover, the patient reported that the event occurred within last 20 days. The blood glucose level ranged between 13.5-19.5 mmol/l at the time of the event. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.